Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure location of device: in abdomen embedded between 2 arteries / fraction of essure still in abdominal cavity.'), device breakage ('device breakage'), pelvic inflammatory disease ('pelvic inflammatory disease'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 39-year-old female patient who had essure (batch no. 20226502) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial infection, endometrial biopsy, penicillin allergy, cervical cancer, diabetes and vaginal odor. Concurrent conditions included itching, yeast infection, amenorrhea, menses irregular, menometrorrhagia, heavy periods, dysfunctional uterine bleeding, nausea, vomiting, diarrhea, skin rash, hives, endometriosis of ovary, left lower quadrant pain, gravida I, nulliparous, skin rash and endometriosis. Concomitant products included doxycycline, fluoxetine hydrochloride (prozac), gabapentin, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2015 and metronidazole (flagyl 250) (B)(6) 2010 to (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal area pain"), groin pain ("groin pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), 1 month 14 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("physical pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant). The patient was treated with surgery (ablation and hysterectomy (full) with bilateral salpingectomy bilateral oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, pelvic inflammatory disease, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, groin pain, vaginal discharge, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, groin pain, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2010 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal discharge, anxiety, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure location of device: in abdomen embedded between 2 arteries / fraction of essure still in abdominal cavity.'), menorrhagia ('abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 39-year-old female patient who had essure (batch no. 20226502) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial infection, endometrial biopsy, penicillin allergy, cervical cancer, diabetes and vaginal odor. Concurrent conditions included itching, yeast infection, amenorrhea, menses irregular, menometrorrhagia, heavy periods, dysfunctional uterine bleeding, nausea, vomiting, diarrhea, skin rash, hives, endometriosis of ovary, left lower quadrant pain, gravida I, nulliparous, skin rash and endometriosis. Concomitant products included doxycycline, fluoxetine hydrochloride (prozac), gabapentin, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2015 and metronidazole (flagyl 250) (B)(6) 2010 to (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal area pain"), groin pain ("groin pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression / psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish / psych injury"), 1 month 14 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("physical pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant) and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (ablation and hysterectomy (full) with bilateral salpingectomy bilateral oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, pelvic inflammatory disease, groin pain, dysmenorrhoea, depression and anxiety outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, vaginal discharge and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, groin pain, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2010 (pfs). Discrepancy noted in date of removal (B)(6) 2016. Patient received treatment for pain, bleeding, fracture, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal discharge, anxiety, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome were added and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure location of device: in abdomen embedded between 2 arteries / fraction of essure still in abdominal cavity.'), menorrhagia ('abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 39-year-old female patient who had essure (batch no. 20226502) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial infection, endometrial biopsy, penicillin allergy, cervical cancer, diabetes and vaginal odor. Concurrent conditions included itching, yeast infection, amenorrhea, menses irregular, menometrorrhagia, heavy periods, dysfunctional uterine bleeding, nausea, vomiting, diarrhea, skin rash, hives, endometriosis of ovary, left lower quadrant pain, gravida I, nulliparous, skin rash and endometriosis. Concomitant products included doxycycline, fluoxetine hydrochloride (prozac), gabapentin, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2015 and metronidazole (flagyl 250)(B)(6) 2010 to (B)(6)2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal area pain"), groin pain ("groin pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression / psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish / psych injury"), 1 month 14 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("physical pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant) and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (ablation and hysterectomy (full) with bilateral salpingectomy bilateral oopherectomy). Essure was removed on(B)(6) 2016. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, pelvic inflammatory disease, groin pain, dysmenorrhoea, depression and anxiety outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, vaginal discharge and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, groin pain, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2010 (pfs). Discrepancy noted in date of removal (B)(6) 2016. Patient received treatment for pain, bleeding, fracture, bladder/urinary problem, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal discharge, anxiety, abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure location of device: in abdomen embedded between 2 arteries / fraction of essure still in abdominal cavity.'), pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('general abnormal bleeding'), menorrhagia ('abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 39-year-old female patient who had essure (batch no. 20226502) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial infection, endometrial biopsy, penicillin allergy, cervical cancer, diabetes and vaginal odor. Concurrent conditions included itching, yeast infection, amenorrhea, menses irregular, menometrorrhagia, heavy periods, dysfunctional uterine bleeding, nausea, vomiting, diarrhea, skin rash, hives, endometriosis of ovary, left lower quadrant pain, gravida I, nulliparous, skin rash and endometriosis. Concomitant products included doxycycline, fluoxetine hydrochloride (prozac), gabapentin, medroxyprogesterone acetate (depo-provera) from (B)(6)2010 to (B)(6)2015 and metronidazole (flagyl 250)(B)(6)2010 to (B)(6)2012. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal area pain"), groin pain ("groin pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression / psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish / psych injury"), 1 month 14 days after insertion of essure. On (B)(6)2010, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("physical pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (ablation and hysterectomy (full) with bilateral salpingectomy bilateral oopherectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device dislocation, pelvic inflammatory disease, vaginal haemorrhage, groin pain, dysmenorrhoea, vaginal discharge, depression and anxiety outcome was unknown and the genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, dyspareunia and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, groin pain, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6)2016 (summons) and (B)(6)2010 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6)2010: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal discharge, anxiety, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : event general abnormal bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure location of device: in abdomen embedded between 2 arteries / fraction of essure still in abdominal cavity.'), device breakage ('device breakage'), pelvic inflammatory disease ('pelvic inflammatory disease'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6)-year-old female patient who had essure (batch no. 20226502) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial infection, endometrial biopsy, penicillin allergy, cervical cancer, diabetes and vaginal odor. Concurrent conditions included itching, yeast infection, amenorrhea, menses irregular, menometrorrhagia, heavy periods, dysfunctional uterine bleeding, nausea, vomiting, diarrhea, skin rash, hives, endometriosis of ovary, left lower quadrant pain, gravida I, parity, skin rash and endometriosis. Concomitant products included doxycycline, fluoxetine hydrochloride (prozac), gabapentin, medroxyprogesterone acetate (depo-provera) from (B)(6)2010 to (B)(6) 2015 and metronidazole (flagyl 250) (B)(6) 2010 to (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal area pain") and groin pain ("groin pain"), 1 month 14 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("physical pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant). The patient was treated with surgery (ablation and hysterectomy (full) with bilateral salpingectomy bilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, pelvic inflammatory disease, menorrhagia, vaginal haemorrhage, pelvic pain, vaginal infection, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain and groin pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, groin pain, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2010 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal discharge, anxiety, abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Lot number added. Device category changed from device other event to incident. Events added from pfs- migration of essure location of device: in abdomen embedded between 2 arteries, device breakage, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression, anxiety and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, abdominal area pain, groin pain, pelvic inflammatory disease. Reporter information, aka name, concomitant drug, lab data, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.